Event description:
This event is now reportable based on the analysis completed in 2005. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that a shaft fracture occurred.